Event description:
On (B)(6) 2010 the patient underwent surgery with the g3 long nail. On (B)(6) 2011, the patient bumped the car and fell, he fractured the shaft of the femur. The surgeon confirmed by x-ray, that the nail was broken in the distal screw hole. The surgeon is planning revision surgery on (B)(6). The surgeon requested the sem analysis of the fracture cross section of nail.

Manufacturer narrative:
Device remains implanted at this time. Revision surgery is planned. The device will be available after revision surgery. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.